Manufacturer narrative:
The insulin pump was received with frozen screen anomaly and constant watchdog alarms due to moisture damage on mother board, interface board and remote frequency board. It was unable to perform displacement test due to frozen screen and constant watchdog alarms. Missing segments/partial display noted due to moisture damage on lcd board. Also moisture damage on motor assembly noted. Device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's mother reported via phone call that the customer got caught in heavy rain and the insulin pump was exposed to moisture. It was stated that they tried to dry it but there are lines on the screen. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.